Event description:
Testing his meter against a lab reading and getting very different results. Analysis run on consensus error grid using lab reading (67) as ref. Point vs bd readings (129) yielded data points in the c zone of the grid, outside of acceptable limits.